Event description:
User experienced a leak from underneath the analyzer that fell onto the floor. No pt samples were involved. No operators were harmed. The field svc rep determined the seals under wash station were leaking and had the user replaced the seals. Performance tests were performed which were within spec.